Event description:
It was reported that the pt complained about fluid coming out of the wound after surgery. The wound cannot heal. She had to undergo a revision surgery to remove the bone plate and several small surgeries to fix the wound, but still there is no improvement. The pt is still able to hear with her ci but can hardly waer it on the head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.